Event description:
(B)(4). The end user states he received the wheelchair with a broken spoke and the wheel is warped. The end user states the shipping container is intact, but the wheel has damage. Not able to be used (B)(4). Update: dealer states the customer received brand new chair and one rear wheel was bent and spokes were broken. No additional information available.